Event description:
At 6:00am a (B)(6) customer received a blood glucose reading of 29.0mmol/l on the contour link meter. She did not feel her glucose was that high but administered 12units of humalog. Her sister called the paramedics and gave the customer sugar in the meantime. Paramedics arrived around 10:00am and the customer was taken to the hospital where her blood was retested and she was given IV fluids. She was released around 4:00pm. The customer cannot provide any additional information about the incident. Customer test strips are to be returned for evaluation.

Manufacturer narrative:
The model was not provided.